Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr checked the cooler heater unit's operation and found valve #1 to be the source of the reported issue. The fsr replaced valve #1 and performed preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect valve was returned to the manufacturer for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, there was no flow to the tank during cool down and defrost modes. Since the event occurred during preventative maintenance, there was no pt involvement.